Event description:
It is reported that the devices were implanted in 2006, and that the patient never lost soft tissue pain. The articular surface was replaced and some scar tissue was removed at a later date, but there is still considerable discomfort. Since revision surgery, the pain has not ceased. The patient also experiences a "burning" sensation on the inside of the leg, from the knee joint to the groin and the top muscle above the joint has considerable pain. His leg also constantly "twitches" or moves involuntarily. It is unknown when the articular surface was revised.

Manufacturer narrative:
Complete knee solution manufactured at zimmer. Bone cement manufactured at heraeus medical. This report will be amended when our investigation is complete.